Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent coronary artery bypass graft (CABG) and before and after the procedure the implantable pulse generator (ipg) was checked and it was noted that it was functioning within programmed parameters. Approximately one week later it was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited lower impedance and sensitivity. The ra lead exhibited no capture and x-ray confirmed dislodgement. Intermittent capture was found on the rv lead and x-ray confirmed it had pulled back and lost slack. Both the ra and the rv lead were explanted and replaced. No patient complications have been reported as a result of this event.